Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted upon visual inspection. The device history review could not be reviewed since the lot number is unknown. Occlusion test had been performed, and no flow was observed within the needle lumen. The complaint of an occlusion can be confirmed, and the probable cause was unknown.

Event description:
It was reported that the patient had received a line-blocked alarm while use with patient. Investigation findings confirmed that cleo infusion set had occlusion in the needle lumen which triggered line blockage alarm. If the occlusion occurs during infusion, it will interrupt therapy and potentially affect the patient.